Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unknown error message on the adc device and was unable to obtain readings. As a result, the customer experienced feeling weak, heavy, sweaty, and restless. As the customer was unable to self-treat, they were administered a glucose injection as treatment by a non-healthcare provider after glucose was found to be below 50 mg/dl. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unknown error message on the adc device and was unable to obtain readings. As a result, the customer experienced feeling weak, heavy, sweaty, and restless. As the customer was unable to self-treat, they were administered a glucose injection as treatment by a non-healthcare provider after glucose was found to be below 50 mg/dl. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer received an unknown error message on the adc device and was unable to obtain readings. As a result, the customer experienced feeling weak, heavy, sweaty, and restless. As the customer was unable to self-treat, they were administered a glucose injection as treatment by a non-healthcare provider after glucose was found to be below 50 mg/dl. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.